Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient's ipg had migrated. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient's ipg had migrated. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient's ipg had migrated. The patient will undergo a revision procedure.